Event description:
During a laparoscopic urology procedure, the device clips were not forming and were not deploying properly. The device was being used to clamp arteries and vessels. A second device to complete the case with no pt consequence.